Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows within the analyzed period, followed by a sudden decrease in power consumption and estimated flows on (B)(6) 2025, leading to parameters below normal operating range, and two (2) low flow alarms logged on (B)(6) 2025 at 09:02:26 and at 09:07:51. As a result, the reported low flow event was confirmed. Of note, information provided by the site indicated that the patient expired after experiencing worsening heart failure, right ventricular failure, pneumonia, pulmonary hemorrhage, renal failure and subarachnoid hemorrhage. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, respiratory dysfunction, renal failure, bleeding, worsening heart failure, right ventricular failure, neurological dysfunction, infection and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and infection events. Possible clinical factors that may have contributed to this event including the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient visited the hospital with initial symptoms of fever, fatigue, cough, loss of appetite, shortness of breath and weight gain. The patient was diagnosed with worsening heart failure, and right sided heart failure associated with pneumonia. The patient was treated with antibiotics, diuretics, and intravenous inotropes. On april 3, renal failure progressed, and blood pressure dropped, so the patient was transferred to the critical care unit. The patient underwent continuous renal replacement therapy crrt), but since been removed. The patient's respiratory condition worsened, so continuous hemodiafiltration (chdf) and veno-venous extracorporeal membrane oxygenation (v-v ECMO) were introduced. On april 7th, there was a pulmonary hemorrhage, and a brain/head computerized tomography (CT) scan revealed a subarachnoid hemorrhage. Another CT scan on april 10th showed the expansion of the subarachnoid hemorrhage, and on april 13th, pupil dilation was confirmed. Approximately six days later the vad exhibited multiple low flow alarms. The patient subsequently passed away.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Decrease in circadian rhythm and an increase in pulsatile trough were observed starting the night of (B)(6). When inquiring about the patient's condition, it was reported that the ventricular assist device (vad) patient had been hospitalized for treatment due to illness/poor physical condition. Compared to home care, the blood pressure has been trending lower, but the blood data remains largely within normal ranges. The vad remains in use.